Event description:
It was reported that during a laparoscopic cholecystectomy, the fourth clip was not fed into the jaws and the grasping force of the trigger was higher than expected. The device was used on the blood vessel. After removing the device from the patient, the trigger was grasped again out of the patient and the grasping force of the trigger was still high. The jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. Upon testing, the jaws open and close without any difficulties and noted. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.